Event description:
It was reported that three pts from the same facility developed acute toxemia syndrome (ats) post-phaco with intense ocular inflammation, formation of membranes on the iol, hypopyon. This report is for the first pt. All three pts maintained good vision, in the range of 20/20 to 20/25. Add'l info has been requested, but has not been received. Please reference MDR# 1119279-2011-00257 for the second pt and MDR# 1119279-2011-00258 for the third pt.

Manufacturer narrative:
The ocucoat viscoelastic has been requested from the user facility, but has not been received by bausch-lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.